Event description:
It was reported that during a post-operative examination on february 18th following implatation of a preloaded intraocular lens (iol), the patient's degree of myopia shifted. It was noted that it was difficult for the patient to see. The distance vision improved with 1.0d correction, and the patient's dissatisfaction was also resolved. Through follow-up, we learned that on february 20th the physician attempted to explant the lens. However, due to adhesion between the lens and capsule, the iol was left in place and there is no explant planned in the future. The account also indicated that the plan is to add another lens. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.